Event description:
The customer reported that the monitor speaker was not working. No patient or user harm was reported.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer stated that the speaker is not working properly. No patient injury/ harm was reported.